Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was using pump supplies for over 2 days with lispro brand insulin, which is considered off label insulin use. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per the tandem user guide: the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed, depending on insulin type. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.